Event description:
It was reported that the iLet displayed repeated restart and motor stall alerts during setup after an unintended factory reset and that insulin delivery ceased when the infusion cannula dislodged and the insulin reservoir was empty, consistent with a failure to infuse involving the motor component. Symptoms included hyperglycemia reaching 200 mg/dL. Outcomes included unexpected medical intervention requiring the user to revert to backup therapy to treat the hyperglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a motor-related failure to infuse, indicating involvement of the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.